Event description:
It was reported that an ilet user experienced a low glucose of 51 mg/dl, self-treated with apple juice and glucose tablets, and subsequently developed hyperglycemia with a blood glucose of 266 mg/dl; the event was attributed to an improper or incorrect treatment method and involved no specific device component. Symptoms included hypoglycemia followed by hyperglycemia ranging from 51 mg/dl to 266 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.